Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l5-s1 posterior/posterolateral fusion involving rhbmp-2/acs. Surgeon mixed rhbmp-2/acs with autograft and used a peek cage. Patient was diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chro nic pain, and additional surgeries. As a result, patient has required extensive medical treatment. Patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that: on (B)(6) 2009, the patient underwent l5-s1 posterior lumbar interbody fusion, local morselized autograft, and bone morphogenic protein allograft, l5-s1 posterior non-segmental instrumentation, l5-s1 posterolateral arthrodesis, l5-s1 placement of intervertebral bi omechanical prosthetic device. The pre-op diagnosis was l5-s1 spondylolisthesis and degenerative disk disease. As per-op notes, ¿¿.lateral gutters were decorticated with a drill and packed with local morselized autograft and a bone morphogenic protein allograft. A carbon fibre/peek cage was filled with bone morphogenic protein allograft and tapped into position under fluoroscope guidance¿¿¿ the patient also underwent decompressive laminectomy l5 with microforaminotomies decompressing the l5 and s1 nerve roots, bilateral. The discharge diagnosis was lumbar spondylolisthesis l5 ¿ s1, asthma, postoperative anemia, and mrsa in wound on the left forearm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.